Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos black particles material was found on the shell and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown particles in the surface of the shell/gel and crease flat. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and opening striated in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. A striated opening in the anterior side assessed as surgical damage.

Event description:
Physician reported a right side rupture confirmed by ultrasound. Device has been explanted and replaced.